Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve in a frail patient, a cerebral infarction occurred. Extensive low density image of the left middle cerebral artery (mca) cortex area was observed. Undefined conservative treatment was performed and the patient was transferred to another facility. It was reported that the patient died 60 days later due to poor clinical course. The physician source indicated that the cerebral infarction and death were causally related to the procedure and device. It was unknown if an autopsy was performed.